Event description:
It was reported that during procedure, lithovue elite scope had a 3015-error code appeared on the screen. The procedure was cancelled due to this event. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable issue of aborted/cancelled procedure.